Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the fibertaks from two ar-3680 fibertak button implant system would not seat correctly under the cortex. A second bone hole was drilled with the drill from the kit, but the fibertak anchors still would not seat. It appears like the anchors would not tighten to ball up under the cortex. Several attempts were made with all being unsuccessful. This was discovered during a shoulder scope with the biceps tenodesis procedure on (B)(6) 2024. Additional information received on 11/14/2024: both ar-3680 fibertak button were removed from the patient. The case was completed using an ar-2290 biceps tenodesis. The case was delayed for about fifteen minutes; however, the sales representative was unsure if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.